Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was depleted and charging was not sufficient. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.